Event description:
Reporter alleged the aviva system generated results of 900 mg/dl and two others > 600 mg/dl which is outside the reading range of 10-600 mg/dl for the system. Customer stated not having any hyperglycemic or hypoglycemic symptoms during the time of the testing. Customer stated not recording the results in her diary and the readings were not located in the system memory. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.